Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h6(investigation type, investigation findings & investigation conclusions), h11. Corrected fields: a1, b6, b7, d5, d11, g1(contact person), h4, h6(impact codes), h10. Testing of actual/suspected device (10/213): a getinge field service engineer (fse) was dispatched to evaluate the iabp and examined fault logs and observed ¿leak iab circuit¿. However, the fse performed all leak tests, which passed to specifications. The fse checked leak in iab circuit, which operated to specifications. Moreover, unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Manufacturer narrative:
The full event site name is (B)(6) hospital. Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and examined fault logs and observed leak iab circuit. The fse and performed all leak tests, functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had an air leak. No patient harm, serious injury or adverse event was reported.